Event description:
It was reported by a veterinarian that a dog underwent an unknown surgical procedure on an unknown date. During follow-up examination, it was noted that the suture was broken.

Manufacturer narrative:
Conclusion: representative samples were returned. The visual and functional evaluation was performed. The samples met requirements and no defects were found.

Manufacturer narrative:
(B)(4). Conclusion - to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).